Manufacturer narrative:
The customer reported that their central nurse's station (cns) fan went down and that they replaced it, but now the cns is not showing arrhythmia data. Nk ts had them reboot the cns and the org, but this did not fix the issue. Their cns is still not showing data in the alarm event or alarm history except for an error message saying "data uploading". They are concerned because cardiac 5 ab needs to be able to review the arrhythmia alarms, and there is no current work around except to turn on record in the arrhtyhmia alarm tab and it's too difficult to scroll through historical data in full disclosure to pinpoint when an event occured. No harm or injury occured.

Event description:
The customer reported that their central nurse's station (cns) fan went down and that they replaced it, but now the cns is not showing arrhythmia data.